Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral pain and capsular contracture, baker grade IV. Patient also reported "shaking," "horrible shakes and ear ringing," "developed food intolerances and horrible neck and back pain," "pneumonia, rsv and sinus infections," these events are not related to the device. Device has been explanted. This record is for the left side.